Manufacturer narrative:
Clinical specialist (cs) reported that the patient is a "known drug abuser" and "has accessed [their] pump at home per the provider." Cs inquired the pump after the incident and rn confirmed that the patient did receive narcan. Patient was admitted to the ICU for observation per their protocol. Provider would like to have the pump explanted, but explant has not yet been scheduled. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4). No further information is available. A supplemental MDR will be submitted if/when further information is received and/or explant occurs. (B)(4).

Event description:
A patient contacted technical solutions to report a potential pocket fill after their refill appointment. Patient reported that they had a refill and drove home. After driving home, they had a high blood pressure and were stumbling and woozy and don't have memory of the situation. The patient's neighbor brought them to the hospital, where they were administered narcan and were admitted to the ICU. The patient's pump was turned off at the hospital. Patient reported that their physician is alleging they accessed the pump on their own.